Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that suture breakage occurred during suture process. Changed another one to complete surgery. There was no adverse patient outcome reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened foil, a labeled winding former and a needle-suture in several pieces of product code vcp333, lot le7087 were returned for analysis. During the visual inspection of the sample, body fluids were observed along of strands and the end of suture pieces were busted due to the suture has begun with the degradation process and no functional test could be performed. The foil was examined and showed multiples wrinkles and holes in cavity on bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of performance breakage suture, is suture degradation; due to the improper handling of package.